Event description:
Received information regarding a cartridge alarm 9, 16, and 18 during the load process. Customer's blood glucose level was not impacted.

Manufacturer narrative:
A follow up with the customer on (B)(6) 2015 indicated that the customer was able to load a cartridge successfully and resume insulin delivery on (B)(6) 2015. No product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.